Event description:
It was reported to philips that the system was intermittently unable to boot. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that system was unable to boot. Upon troubleshooting, the philips field service engineer (fse) checked the system logfiles onsite and found no issue with the device malfunction. No service has been performed by philips. To date, no further information was received. The codes were updated based on the investigation outcome.